Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, the cassette was removed and appeared dry and full of air bubbles. They were unable to clear alarm. As the cassette was dry, reporter suspected over infusion. No patient harm/adverse event was reported. Starting volume: 101.2 ml. Continuous infusion rate: 2.2 ml/hour. Reservoir volume: 6.9 ml (displayed on pump). Given: 94.1 ml. The amount of medication remaining in the cassette/bag did not match the reservoir volume displayed on pump since reservoir volume was empty. The amount remaining was 0. Length of infusion: 46 hours. Lock level: ll2. The pump was not used to prime the extension tubing. The line primed through a rapidfill connector. No medication was lost during priming.